Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: pulsatile flow after deployment and wire removal. Manual pressure held by physician for 8 minutes to hemostasis. Post angio performed and no flow showing down the right iliac/femoral artery. Physician unable to wire and vascular surgeon was called. The vascular surgeon accessed right femoral artery and performed an angiogram of the right iliac/femoral artery. Clot noted in angio distal to access site. Angio performed proximal to access site and arterial issues noted - possible calcium/plaque rupture in right common femoral artery during procedure with large bore sheath. Clot removed from vessel, common femoral artery ballooned, and stent deployed. According to discussion with vascular surgeon post procedure, issue was not with manta foot plate but with disruption of plaque/calcium during procedure. Additional information on (B)(6) 2022: during a tavr placement, ultrasound and micro puncture single access was obtained higher in the right cfa due to posterior calcium located distally in the vessel. The right cfa vessel size measured at 6.6mm x 7mm and had posterior wall calcification with no reported tortuosity. Manta depth was measured at 5.5 +1cm. The physician had difficulty advancing the 14f procedure sheath during case. Prior manta deployment, bp was 135/52mmhg, act was 486, and 8000units of heparin and two doses of protamine were administered intravenously. The manta was deployed at the measured deployment depth. The patient's condition is reported as stable. Additional information on (B)(6) 2022: it was reported from the lead cath lab nurse that the patient suffered a stroke on 7/20/2022. According to a discussion between the surgeon and cardiologist, they believed calcium was "knocked loose" in the aorta during the valve procedure/deployment that caused this stroke. The cardiologist also discussed a possible retroperitoneal bleed due to the vessel injury that occurred with the valve sheath during the procedure. Additional information on (B)(6) 2022: it was reported from the account, that it was a confirmed retroperitoneal bleed after the procedure. Patient was transfused. She also suffered a stroke on first postoperative day (pod1) which was more likely due to tavr than manta. She did well and was transferred to inpatient rehab last thursday.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed.the device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment.based on the information submitted, following an tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Activated clotting time prior to closure was 486, protamine was administered. The arteriotomy was 6.6mm x 7mm, distal posterior calcification, with a depth measurement of 5.5cm + 1cm. Due to the presence of the distal posterior calcium, a higher positioned access was achieved utilizing ultrasound and micropuncture. During the initial procedure, the physician encountered difficulties advancing the 14f procedural sheath. Following deployment, the physician removed the guidewire, and pulsatile flow was present. Manual pressure was applied for eight minutes. The pulsatile flow was possibly due to the arterial damage endured during the initial sheath placement. A post-angiogram indicated no flow down the right iliac/femoral artery. Due to the guidewire being removed the physician was unable to wire and needed to call for a vascular surgeon. The surgeon accessed the right femoral artery and took an angiogram which revealed a clot distal to the access. An angiogram taken proximal to the access verified arterial issues and possible calcium/plaque rupture which occurred during complications endured inserting the large bore sheath. The surgeon removed the clot, ballooned, and deployed a stent to the artery. The procedure was completed, manta remained in place and was not explanted. Post-procedure the surgeon mentioned the issue was not with the manta anchor but with disruption of calcium/plaque during the initial procedure. It was later confirmed the patient had a rp bleed post procedure, and received a transfusion; however, it is unknown the number of units given. The patient suffered a stroke on post-op day 1 and was transferred to inpatient rehab.the IFU precautions if bleeding from the femoral access site persists following the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; thrombosis formation or embolism; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial damage, arterial bleeding, and deep vein thrombosis. Procedural preparation indicates to conform via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. As indicated in step 5: deploy device and seal puncture, once arterial hemostasis has been achieved, remove the guidewire.